Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths (incl. Craniotomy and tissue resections) were applied in a different location in the brain than intended with the brainlab device involved, despite according to the hospital: there was no (direct or increased) risk to harm a critical structure. There was no harm/negative clinical effect to this patient due to this issue (also not due to prolongation of anesthesia of about 30 minutes). The tumor was removed successfully during a tumor resection case two days later on (B)(6) 2020 (this had been planned independently of the biopsy, and navigation was accurate during this case). There were no further remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the biopsy needle's deviated path by an approximate 21 mm shift parallel to the planned trajectory was a movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces applied after draping during the surgery and before the incision was made. Relative movements between the reference array and the patient's head after registration cannot be compensated by the navigation. Additional factor, that to a lesser extent, may have contributed to the reported deviation is: a poor quality MRI scan that was used to register the patient for navigation, specifically significant skin shift in the scan that could have negatively affected the accuracy of the registration result that was accepted for use with navigation. Apparently the resulting deviation of the navigation display was not detected by the user before making the burr hole and inserting the biopsy needle, with the necessary continued user verification of accuracy after draping and throughout the surgery not sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery (B)(6) 2020) for diagnostic biopsy of a tumor with an approximated volume of 3.11 cm³, located approx. 50 mm in depth, was performed with the aid of the brainlab navigation software cranial 3.1.3. A preoperative MRI scan was acquired 2 days prior to the surgery (on (B)(6) 2020), to use with navigation. A trajectory had been planned using brainlab planning software (brainlab elements). During the procedure the surgeon: - positioned the patient in supine orientation in a non-brainlab head holder and attached the unsterile 4-sphere standard reference array. - performed the initial patient registration on the preoperative MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. - verified the accuracy of the registration using the pointer and accepted the registration (fourth attempt) to proceed. - draped the patient and exchanged the unsterile reference array for a sterile one - verified position of the entry point using the pointer. - aligned the varioguide to the planned trajectory and used the navigated biopsy needle to collect two tissue samples. - obtained information that the samples were non-diagnostic - ended the surgery. The surgeon approximated the deviation to be 9 mm, but the acquired post-operative CT scan shows a parallel deviation of approx. 21 mm from intended biopsy path. According to the hospital / surgeon: - there was no (direct or increased) risk to harm a critical structure. - there was no harm/negative clinical effect to this patient due to this issue (also not due to prolongation of anesthesia of about 30 minutes). - the tumor was removed successfully during a tumor resection case two days later on (B)(6) 2020 (this had been planned independently of the biopsy, and navigation was accurate during this case). - there were no further remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.